Manufacturer narrative:
The subject device was not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that an error message occurred on a thunderbeat device during a total hysterectomy by scopia and colposacropexie procedure. The user cleaned the probe and device broke during cleaning. A new device was used to continue the procedure. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
The returned tb-0535fcs (lot#kr862118) was received for evaluation. The device attached to the usg-400/esg-400, probe check was performed and the device failed the probe check testing. Both switches were checked and found to be functional. Visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found the probe is detached and the missing portion was not returned for evaluation. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. Based on the evaluation, the damage probe is attributed to the probe coming in contact with hard or metallic surface during activation.